Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level. Customer's blood glucose level was over 900 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. She disconnected about half an hour prior to hospitalization. Before the hospitalization, her blood glucose level kept going up. They removed the sensor and reservoir but by the end of the day her blood glucose level was 500 mg/dl. The device was not returned.